Event description:
It was reported that two fibers burnt out after 5 minutes of use. It was noted that these fibers were not broken. Another urologist was brought into the operating room to ensure the physician's technique is not the issue. There were no patient complications, and no additional information was reported. This complaint refers to the first fiber.

Event description:
It was reported that two fibers burnt out after 5 minutes of use. It was noted that these fibers were not broken. Another urologist was brought into the operating room to ensure technique is not the issue. There were no patient complications, and no additional information was reported. This complaint refers to the first fiber.

Manufacturer narrative:
The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The fiber was received in one piece, and no breaks were identified. The fiber measured 370cm. Visual analysis identified that the exposed glass tip was degraded down, and the fiber jacket had burnt marks, which confirms the reported allegations of fiber overheating. Functional analysis showed the light from the sub miniature a (sma) connector was bright and round, indicating that there was no fracture within the connector. Based on analysis results, it is probable that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the observed fiber tip anomalies and the burn marks on the fiber jacket. According to the instructions for use (IFU), the use of irrigation is recommended throughout the procedure to absorb any heat produced. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.